Manufacturer narrative:
(B)(6). Implant date - 1998. Concomitant medical products: unknown liner, unknown cup, unknown stem. It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 04195, 0001825034 - 2017 - 04198, 0001825034 - 2017 - 04199, 0001825034 - 2017 - 04211.

Event description:
It was reported that the patient's left hip was revised 17 years post implantation due to an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this device was not involved in the event and did not malfunction. The initial report was unnecessary and should be voided.